Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the device was unable to be retrieved during an attempted removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later, an attempt was made to retrieve the filter from the patient¿s body. Through the ultrasound-guided right internal jugular vein access, a micropuncture sheath was placed. Over a bentson wire, an 8-french sheath was placed. The inferior vena cava filter was found to be somewhat lower than expected and centered around the top of l4 level. The wire did not advance easily beyond the filter. The physicians used a multipurpose catheter to direct that wire and ultimately able to get just beyond the filter with the wire and catheter combination. An inferior vena cavogram demonstrated that there appeared to be thrombus within the filter. The physicians pulled the sheath back somewhat to the mid-point of the filter. Due to duration of the filter that had been in place, the physician thought the clot will be chronic and removal of the filter would still be acceptable. A 10 mm snare was used to engage the top of the filter easily. Despite fairly significant forward pressure on the sheath, the filter did not disengage from the venous walls. Further attempts were abandoned and elected to leave the filter in place. The sheath and wire were removed. Hemostasis was obtained with direct pressure at the neck. After three years and ten months, contiguous axial images using computed tomography (CT) abdomen without intravenous or oral contrast showed that the filter device was present within the inferior vena cava. The device was tilted to the left with the tip of the filter at the level of the left renal vein. The filter device was also collapsed within the inferior vena cava. No strut fracture was identified. No penetration through the wall of the inferior vena cava was identified. The inferior vena cava was also collapsed. Therefore, the investigation is confirmed for the alleged filter tilt, material deformation, filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g3,h6(device). H11: g1,h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis with contraindication to anticoagulation had a vena cava filter deployed without any tilt. One day post filter deployment, the patient underwent open reduction internal fixation of the right hip. Approximately eight months post filter deployment, during scheduled filter retrieval, a cavogram demonstrated chronic thrombus within the filter. A snare captured the filter and a sheath was advanced over it; however, the filter would not disengage from the venous walls. The procedure was completed and the decision was made to leave the filter in place. Investigation summary: the device was not returned and images were not provided for review. However, medical records were provided for review. Approximately eight months post filter deployment, a snare was advanced and the top of the filter was engaged. The sheath was advanced over it; however, the filter would not disengage from the venous walls. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the device was unable to be retrieved during an attempted removal procedure. There was no reported patient injury.